Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a torn haptic (torn piece is missing). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2 mm micl13.2, -11.5 diopter, implantable collamer lens tore during the loading process. There was no patient contact and the backup lens was used with no issues. Cause of event was unknown.